Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a calibration error message and adverse event that occurred on (B)(6) 2015. Patient claimed that the receiver displayed an error message prompting her to wait fifteen minutes before entering a blood glucose value. Patient attempted to enter a value of 383mg/dl into the receiver. Patient further stated that she experienced a low blood glucose level, drank orange juice and then called the paramedics. Patient reported that she fainted and awoke to the seeing the ambulance and paramedics and had a bg of 46mg/dl. The patient was administered a glucose tablet by the paramedics and taken to the emergency room. At the time of contact, the patient did not report any further medical intervention and was in good condition.

Manufacturer narrative:
(B)(4).